Event description:
A malfunction alarm was reported on the pump during insulin pumping. The customer's blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. Attempts to load a new cartridge were unsuccessful as the alarm recurred. Customer reverted to using multiple daily injections as a backup therapy to ensure continuous insulin delivery.